Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8 709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a catheter break and disconnect occurred. The area of the issues was unknown. The healthcare provider (hcp) did a catheter contrast study and was unable to aspirate the catheter. The study confirmed that the dye was outside of the catheter in the lumbar area. The hcp stated that there was probably a catheter break or a dislodged or leaking catheter connector. The catheter was not patent. The patient was referred to a surgeon but the plan was pending at the time of the report. The patient experienced less than 50% therapy relief. The patient status was reported as ¿alive-no injury¿. It was later reported that the patient was considering ¿explant versus catheter revision¿. At the time of this report, a revision had not been scheduled. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).